Event description:
An incident report was rec'd through the kimberly-clark field sales representative from the end user facility while conducting a routine contact. During a routine x-ray, the end user noticed a tip lodged in the bronchi, as an incidental finding. The site removed the tip. The site stated that they did not know when line tip had been lodged nor the length of time the tip had been lodged in the bronchi. There was no report of pt injury either prior to or after the tip's subsequent removal. Medical intervention was a bronchoscopy procedure with retrieval device to remove the tip. Kimberly-clark or ballard medical has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.

Manufacturer narrative:
The site stated that the baby had been in the hosp for several months on a ballard closed suction system the whole time she was intubated. The tip was discovered when the x-ray was being read in 2006. The site proceeded to remove it. The site has the tip of the catheter and insisted that they keep the sample and not return it to kimberly-clark/ballard medical to evaluate. The site stated that there was no medical intervention other than a bronchoscopy procedure with retrieval device to remove the catheter tip lodged in the bronchi stem. A catheter piece from a lung has typically been the result of the end user trimming the endotracheal tube and neglecting to fully withdraw the trach care catheter. In thise case, user error causes the event. There is a boxed, highlighted warning statement within the directions for use. "Fully withdraw trach care catheter before cutting endotracheal tube, otherwise the catheter may also be cut" requests for the tip to the returned to us for evaluation, or at least a photograph of the tip, have not been responded to. Without the tip, photograph of the tip, or a lot number, we cannot evaluate the cited incident. A supplemental report will be submitted if these circumstances change.